Manufacturer narrative:
(B)(4). Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record has been reviewed. Product were found to have the same issue during the manufacturing and they have been discarded. A corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during the operation, it was found that the outer packaging of bone cement was complete, but there was leakage of powder and the inner sterile packaging was opened.